Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted the revision reported may have been the result of the acetabular cup orientation, edge loading/impingement, patient conditions, or a combination of the three, which led to polyethylene wear and pain. However, this cannot be confirmed because the devices were not returned for evaluation. Section h11: corrections made in the following section(s): (d1) corrected brand name to acumatch a series from novation (f6 and f8) entered in error. Disregard. (G1) updated to new manager info.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: 2014. Revision of an acumatch lipped gxl liner and zirconia head due to pain and extreme poly wear. The devices were removed fully without any debris remaining in the patient.